Manufacturer narrative:
A prepaid mailing label and shipping tube were sent to the customer in 2008, for the return of the sample. Upon completion of the investigation, a supplemental report will be submitted.